Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore ,the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event; see also 0001032347-2016-00116.

Event description:
The sales associate reported a revision of a sternalock blu and patient was brought back to emergency within two hours of the procedure due to bleeding issues. The implants were removed and discarded. It is believed to have been a vascular bleeding that occurred during the procedure and identified after recovery. It was confirmed the initial implants were severed through and the vascular bleeding was addressed. The patient was re-plated with a larger diameter plate and new screws. It was reported that patient was stable and doing well.